Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Three patient alerts for out of tolerance subthreshold lead impedance between (B)(4)-2011 and (B)(4)-2012. Weekly pace lead impedance trend data show various spike increases for max lv pace equal to 416 to 1984 ohms between (B)(4)-2010 and (B)(4)-2012.

Event description:
It was reported that the epicardial-post left ventricular lead had high impedance. During the implant attempt, the lead was then re-attached and the impedance measurements were normal and that lead was re-used. No patient complications have been reported as a result of this event.